Event description:
Additional information received that the pipeline did not open in the distal section. The pipeline was not placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of ped-475-18, lotno:b467777 found the distal and proximal dps restraints intact. The dps sleeves were intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact with no signs of elongation. The distal and proximal ends of the braid were found opened and frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were opened and frayed. The cause could not be determined. Possible cause of failure to open includes damaged braid. Customer reported that the vessel tortuosity was moderate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left ophthalmic artery segment with a max diameter of 4mm and a 4mm neck diameter. The landing zone was 4.5mm distally and 4.7mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and preoperative dual antiplatelet treatment reached the standard. The angiographic result post procedure showed significant retention of contrast agent in the aneurysm. It was reported that after calibration, the stent ped-475-18 was finally selected. After normal hydration, the operation was carried out. The stent catheter was pushed up to m2. The tip end of the stent was opened at the straight section of m1, but as soon as the tip end came out, the olecranon shape appeared. No matter how the surgeon operated, the stent still couldn't be fully opened. Then the entire system of the stent was removed, the stent was inspected, and the tip end was confirmed to be damaged. A new ped-475-20 was replaced and implanted successfully. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.